Event description:
Customer called on (B)(6) 2011 reporting that a barcode label with sample ID # (B)(6) was incorrectly read as (B)(6) in the automatic mode on the beckman coulter coulter lh 750 hematology analyzer. Customer mentioned that a "no match" message indicated that there was no test ordered fro the incorrect sample ID ((B)(6)). Customer reported that no erroneous results were generated or reported out of the lab. Customer scanned the sample label using the handheld scanner and the sample ID was read correctly. Additionally, the customer reran the sample in automatic mode and the sample ID was read correctly. Customer technical support (cts) spoke with customer and advised the use of checksums on their barcodes as it is strongly recommended in our labeling. Cts noted that checksum was disabled by the customer.

Manufacturer narrative:
Troubleshooting was done over the phone. (B)(4).